Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and pump reset did not clear the alarm. There was no reported adverse impact to the customer. Customer reverted to using manual injections for insulin therapy.